Event description:
Additional information received reported the pause in the middle is a short pause when there is resistance at raising from aorta. It is said that there was no separation. The resistance was in the distal section of the catheter. The performation was from guideiwre or torn when kinked. The physician did not think it was pressure from a syringe such as a contrast agent.

Manufacturer narrative:
Product analysis: ¿ as found condition: the marathon catheter was returned for analysis within a shipping box, a plastic pouch, and an opened marathon inner pouch. ¿ damage location details: no damage was found with the marathon catheter hub. The marathon catheter body was found punctured at ~5.5cm from the catheter distal tip. No damage was found with the marathon catheter distal tip. ¿ testing/analysis: the marathon catheter was found occluded and unable to be flushed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that there was resistance in the guiding catheter and catheter perforation. There had been resistance when passing the guidewire/stylet. The physician conducted an approach from the left renal artery (ra). As the aorta went up to the left common carotid artery, it was suddenly at an angle. There was resistance when the product was raised from aorta after gc induction and guidepost induction to the external carotid artery. With slight pressure applied, the device was successfully advanced into the external carotid artery, and the marathon catheter was guided in place. When the contrast agent was blown using a medallion syringe, the contrast agent was observed from the tip of the catheter, so it was collected. It was replaced with a new marathon. The procedure was continued and completed. The guiding catheter was not damaged. There was no damage to the guidewire, coil, or stylet. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing a meningioma embolization. It was noted the patient's vessel tortuosity was strong. The access vessel was the external carotid artery. Ancillary devices include a 5f fubuki guiding catheter, guide post microcatheter, chikai x10 guidewire, and n bca liquid embolism.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.